Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Device not returned.

Event description:
Aspen surgical received a medwatch report indicating that four richard allen needles were used during a rotator cuff repair and broke at the tip during use. Incident occurred at the end user. This event was filed in our complaint handling system as number (B)(4).